Event description:
It was reported that in situ testing showed that the device, implanted in 1998, has malfunctioned. However, the patient still has access to sound. The patient is supposed to visit the clinic if any change in hearing performance is observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.